Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. Tissue and charred blood were observed on the heating element. The heater wire was observed to be slightly flexed away from the center of the hot jaw with no detachment. The wire remained in place at the tip and the base of the jaws. Specks of blood were observed on the harvesting tool handle and on the toggle. No other visible defects were observed. A mechanical evaluation was performed. The blue toggle switch was pulled and pushed to observe the motion of the jaws. The jaws did not open and closed as expected. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation was unable to be conducted to evaluate the device function, due to the mechanical issues. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. An engineering evaluation was conducted. The engineer determined that the guide rod was able to be easily removed from its position. The yoke was not welded to the guide rod. Based on the results of the evaluation, the reported complaint was unable to be confirmed for reported failure mode ¿failure to deliver energy¿ but confirmed for analyzed failures ¿material twisted/bent; wire", ¿mechanical issue; jaws¿, and ¿detachment of device or device component¿. Certificate of conformance (c of c) for the yoke was reviewed, there were no non-conformities recorded. The c of c is attached for review. The c of c for the toggle switch was reviewed, there were no non-conformities recorded. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR shop floor paperwork was reviewed, and there were no non-conformities recorded. Specific actions for the analyzed failure "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped activating and would not separate the branches or tissue. As the procedure was nearly finished, the incision was extended by two inches and branch litigation was completed using clips and scissors. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 stopped activating and would not separate the branches or tissue. As the procedure was nearly finished, the incision was extended by two inches and branch litigation was completed using clips and scissors. The hospital did not report any patient effects.